Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, they experienced a failure to alert during the night, after which they experienced a hypoglycemic event. No specific symptoms were reported, but it was stated that the hypoglycemic event was ¿severe¿. The only information available was that at the time of the report, the patient was at the hospital for hypoglycemic management, but no specific treatment was reported. There was no documentation of further medical evaluation or intervention. No other details were documented, and multiple attempts to contact the reporter for more information were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined no additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.